Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they admitted to the hospital due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer reported the transmitter throw away at the hospital. Customer was not using auto mode at the time of incidence. Customer did not want to troubleshoot. The insulin pump will not be returned for analysis.